Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/14/2025, it was reported by a sales representative via sems-(B)(4) that an ar-8741-40 driver broke. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Photographic evidence provided from the field of an unpackaged ar-8741-40, with batch number 1392438, revealed a broken tip. Therefore, arthrex was able to deduce the cause of the complaint as misuse. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.